Event description:
Pt had an oa allograft in 2004. Pt revised 8 months after initial surgery. A torn discoid lateral meniscus was debrided and a recurrent tmm was debrided. Six weeks post-op noted to have infusion and 95cc of serous yellow fluid was drained. Eight weeks post-op he had another 35cc of fluid drained; third aspiration done nine weeks post-op. Now at thirteen weeks post-op, there is no effusion but pt has pain.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.